Event description:
Pt underwent surgery w/fluoroscopy. Radiology went to review the images w/physician when patient was not listed on the worklist. Unable to view the images. The monitor then went off with message the machine was out of range & then the machine shut off completely. Images lost. Vendor notified & recommended replacing the image storage drive. FDA safety report ID # (B)(4).